Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, the patient also experienced peritonitis manifested by cloudy fluid and vomiting. On an unreported date, the patient was treated with vancomycin injection (1gm, every 3 days, route and duration were not reported) and amikacin injection (500mg, every day, route and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.